Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant incision site and subsequently was treated with oral and IV antibiotics (specific date and duration not reported). However, the issue could not be resolved, resulting in an explant. The date of explant is confirmed to be on (B)(6) 2023. Correction: the patient was not reimplanted with a new device. This report is submitted on september 26, 2023.

Manufacturer narrative:
This report is submitted on july 18, 2023.

Event description:
Per the clinic, the device was explanted (date of the explant is unknown and the reason for the explant is unknown). The patient was re-implanted with a new device in the same procedure.